Manufacturer narrative:
The field service engineer found a punctured tube in the cuvette rinse station. The customer had no further issues after the service visit. The service maintenance actions resolved the issue. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for 8 patient samples tested with the ca2 (calcium gen.2) assay on a cobas c 503 analytical unit. Patient sample 1 initially resulted in a ca2 value of 1.13 mmol/l and repeated as 2.29 mmol/l. Patient sample 2 initially resulted in a ca2 value of 1.27 mmol/l and repeated as 2.31 mmol/l. Patient sample 3 initially resulted in a ca2 value of 1.23 mmol/l and repeated as 2.53 mmol/l. Patient sample 4 initially resulted in a ca2 value of 0.75 mmol/l and repeated as 1.80 mmol/l. Patient sample 5 initially resulted in a ca2 value of 1.42 mmol/l and repeated as 2.25 mmol/l. Patient sample 6 initially resulted in a ca2 value of 0.90 mmol/l and repeated as 2.37 mmol/l. Patient sample 7 initially resulted in a ca2 value of 1.94 mmol/l and repeated as 2.42 mmol/l. Patient sample 8 initially resulted in a ca2 value of 0.76 mmol/l and repeated as 2.20 mmol/l. No questionable results were reported outside of the laboratory. The ca2 reagent lot was 690455 with an expiration date of (B)(6) 2024.